Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle top seam of the bag near the hanger hole. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured november 23, 2018 - november 25, 2018.: the device was received for evaluation. The bag was sliced at the lower left where the customer likely drained the contents. Unaided visual inspection observed a tear at the top middle near the seam and hanger hole in the front of the bag. This tear was across the top seam under the hanger hole and approximately 0.10 inches in length. A functional testing was performed which revealed a leak from the top middle near the seam and hanger hole in front of the bag. The reported condition was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.